Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-23. H6: investigation summary: bd received customer samples for investigation. The samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both complaint (customer) and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "when using a bd sst gel tube there were varied test results specially for troponin, hdl and gluocose. Customer uses the cobas 6000 and when checked the control and the calibration were good, prob is cleaned."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneous results the following information was provided by the initial reporter. The customer stated: "when using a bd sst gel tube there were varied test results specially for troponin, hdl and gluocose. Customer uses the cobas 6000 and when checked the control and the calibration were good, prob is cleaned".